Event description:
Additional information was received from the patient. They reported that the cause of no longer feeling stimulation in bike-seat region was most likely brain bleed and stroke. To resolve this issue, they stated, "medicine and then ins implant." The issue has not yet been resolved. The cause of feeling a "little sensation" around the ins was determined, and the hcp stated that the hcp told them it was due to the healing process. On (B)(6) 2023 they had the ins implant done. The issue has been resolved. The device is intended to treat urgency frequency.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that, since implant, while the therapy helped their symptoms/helped the patient do "fairly well" during the day, it wasn't helping at night. The patient stated they would go to bed at 11 and would put a pad on that was wide in the back and they would wake up at 4:00 am "really wet." The patient stated they must be sleeping so soundly that they didn't even know it was happening, so their reason for call today was to see if they could have assistance in increasing their stimulation. Patient services reviewed device description/function, therapy expectations and programming and stimulation considerations with the patient and the patient was able to connect to see their settings. The therapy was on and on program 3 at 4.3 ma. The patient then increased the stimulation, but they weren't feeling stimulation in the bike-seat region. The patient stated they were only feeling a "little sensation" up around the "device" (patient confirmed by 'device,' they meant the ins). The patient stated they initially started out at 3.3 ma when they were implanted and when they increased to 4.3 ma the last time, they felt the fluttering/tingling in their bike-seat, but that s ensation had since gone away. Patient services reviewed they could try switching to another program but also redirected the patient to follow up with their managing health care provider (hcp) about the sensation. The patient opted to stay on the same program for now and decreased the stimulation back down to 4.3 ma. The patient stated they had a follow up appointment with their managing health care provider (hcp) on (B)(6) 2023 and noted they would discuss their therapy concerns at that time with the hcp and discuss programming considerations. Documented reported event. No further action was taken by patient services.